Event description:
During priming of the device in preparation for use for a cardiopulmonary bypass procedure, the user reported red x's displayed over the roller pump icons on the central control monitor. The x's intermittently moved to each pump icon on the screen. The user attempted to shut the system down and restart it, but the red x's were still visible. As a result, an alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to a patient as a result of this event.